Event description:
It was reported that the user experienced hyperglycemia after a supply change, with a morning blood glucose of 238 mg/dl that continued to rise to ¿high¿ despite announcing breakfast; troubleshooting was performed remotely and a supply issue was suspected, and the glucose trend returned to range approximately 2.5 hours later. Investigation of this case revealed an undetermined cause with a possible supply-related issue. No symptoms associated with elevated blood glucose reported. Outcomes included transient disruption to therapy with user self-monitoring and no medical intervention or hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause with no long-term sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.